Event description:
It was reported the implantable cardioverter defibrillator exhibited post paced t wave oversensing. It was suspected that the t waves were a result of fusion. Programming changes were made. Patient was stable.